Manufacturer narrative:
The returned implantable cardioverter defibrillator was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that during a routine follow up, there were concerns regarding alleged premature battery depletion of this implantable cardioverter defibrillator. The device was determined to be at end of life. At the last follow up in 2019, this device showed remaining battery longevity of about four years. Subsequently, this device was explanted and there was no information provided regarding decision not to replace. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine follow up, there were concerns regarding alleged premature battery depletion of this implantable cardioverter defibrillator. The device was determined to be at end of life. At the last follow up in 2019, this device showed remaining battery longevity of about four years. Subsequently, this device was explanted and there was no information provided regarding decision not to replace. No additional adverse patient effects were reported.